Event description:
It was reported that the patient was unable to start therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshooted the issue with the patient and confirmed out-of-range/high-impedance readings on the left lead. The device was reprogrammed and now delivers unilateral stimulation on the right side. The patient was able to initiate therapy. On (B)(6) 2026, the patient underwent revision surgery to replace the left lead. The left lead was removed, and a new lead was implanted without complication. Unrelated to the incident, the ipg was also replaced as a precaution, because it had been in situ for 8 years. The patient was a clinical study participant. The ipg and the left lead were disposed of by the hospital staff. No actual device evaluation could be performed. The post-initial implant was reviewed, and it was confirmed that the out-of-range value was due to the implant technique. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
(B)(4). Device manufacture date was based on use-by-date. Explanted ipg information: mode: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI #: (B)(4).